Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer verified connection between the reservoir and infusion set was secure. During troubleshooting, customer was asked to check infusion set and reservoir connection. Customer stated not strain and infusion set is not bent or kinked. Advised customer the issue might be an occluded reservoir. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump functioned properly during the prime test, excessive no delivery alarm and displacement test. No excessive no delivery alarm was noted. No cosmetic damage was noted.